Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2011: the patient was pre-operatively diagnosed with neck pain and cervical pseudoarthrosis and underwent posterior fusion c4-c5 with local bone graft, rhbmp-2/acs and instrumentation. As per op-notes, ¿..the decorticated fusion bed was covered with rhbmp-2/acs and a layer of morcelized cortical cancellous local autograft..¿ no patient complications were reported. On an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.